Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 46-52 mg/dl were recorded by continuous glucose monitor (cgm) from 11:52:06 pm on (B)(6) 2020 to 12:32:06 am on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 11:47:06 pm on (B)(6) 2020. On (B)(6) 2020, at 9:00:06 pm and 9:25:30 pm, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. Blood glucose (bg) values from 41-51 mg/dl were recorded by continuous glucose monitor (cgm) from 7:12:06 am to 7:52:07 am on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 7:07:06 am. On (B)(6) 2020, at 6:06:28 am, user received an automatic bolus of size 0.8746 units approximately 1.5 hours prior to the low bg. The cause of the low bg could not be determined based on the review conducted. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49-55 mg/dl. Bg cause was not known. Customer consumed carbohydrates and glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.